Event description:
The user facility reported that an ascending aortic arch graft replacement to treat an acute dissection was performed. Xrx pre-connected circuit was used as the oxygenator, and after four and a half hours, gas exchange performance could not keep up with the demand during rewarming. Therefore, the oxygenator was changed out. The event occurred intra-operative. The oxygenator in question was replaced involving blood loss. The procedure outcome was not reported. The final patient impact was not harmed.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: clinical engineer g4: PMA/510(k): k130520 visual inspection of the actual sample upon receipt found no anomaly such as a breakage. The actual sample was filled with glutaraldehyde-containing saline solution and fixed, the housing and filter were removed, and visual inspection of the gas transfer part was performed. No anomaly was found in the condition of fiber winding. Formation of white blood clots was observed in the removed filter. The fiber layer was removed gradually, and visual inspection of the gas transfer part was performed. No anomaly was found in the condition of fiber winding. Discoloration due to hydrophilicity was observed on some part of the fiber. The outer cylinder was removed from the heat exchanger, and visual and magnifying inspections of the heat exchanger were performed. No deformation or other anomaly was observed. Review of pump record: after the start of circulation, the first recorded po2 was 306 mmhg. The circulation conditions at this time were as follows: blood flow rate: 4.39l/min, gas flow rate: 3.0l/min, fio2: 70%. After that, it was observed that the circulation was continued with fio2 at 50 % until the oxygenator was replaced. The relation between po2 and the bladder temperature indicated that the bladder temperature was increasing at the time period in which the problem was reported to have occurred, thus it was confirmed that the poor oxygenation occurred during rewarming. The manufacturing record and the shipping inspection record of the actual sample found no anomaly. No other similar report was found. Based on the investigation results, the following factors were assumed to have overlapped leading to the reported phenomenon; however, the definite cause could not be determined from the investigation result of the actual sample. The patient's oxygen consumption was likely to have increased because the patient's metabolism became active due to rewarming. The fio2 rate at the time of use was likely to have been insufficient to supply oxygen for the patient's metabolism. The contact between blood and gas was likely to have been hindered due to hydrophilization of fiber (plasma leakage) that was confirmed in the actual sample. Relevant instructions for use (IFU) reference: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements." "Measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. -to decrease pao2, decrease[?]fio2. -to increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. -to decrease paco2, increase total gas flow. -to increase paco2, decrease total gas flow." "Upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patient's metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism." Terumo medical products (tmp) (importer) (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) (B)(4).